Event description:
The report stated that during a total proctocolectomy by laparoscopy, the ligasure handpiece was used twice to seal tissue and the surgeon received an end tone to indicate the seal was complete. However, when the tissue was cut the surgeon opened the jaws, the colic artery was bleeding. The bleeding was stopped by using surgical clips.

Manufacturer narrative:
The incident generator was evaluated by the tyco service center and found to perform within specifications. To date the incident handpiece, which is the primary device on this report, has not been returned for evaluation. If the incident handpiece is returned for evaluation a supplemental report will be provided.